Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump got a blank display. The blood glucose level was 270 mg/dl. Customer stated that screen was not display after inserting new battery. Customer also stated that the metal piece of battery cap was missing and fell out was able to find it. The insulin pump will not return for the analysis.